Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. The device was serviced by a third party who noted external mechanical impact and recommended scraping the device in lieu of repair. Olympus will continue to monitor field performance for this device.

Event description:
A third party distributor reported to olympus on behalf of the customer, that the insertion tube was damaged on a fiberscope "urf-p5", set e. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were metal wires protruding from the insertion tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated by a third-party distributor and it was reported that the supply of spare parts and repair of the device has been stopped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.